Manufacturer narrative:
(B)(4). Reportedly, the ivus became caught in the stent in the proximal right coronary artery during removal and force was applied to remove the ivus from the anatomy. The tip of the ivus and the tip of the guide wire broke in the vessel and both were retrieved successfully with a snare device. In this case, the lesion was described as moderately calcified with 70% stenosis which could have contributed to the reported difficulty. The reported separated tip of the guide wire and the tip of the ivus are likely the result of the reported resistance between the ivus and the stent implant. The guide wire and the other device were not returned which may have aided in the evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for this product was not reviewed and a similar incident query was not performed because the product part and the lot number were not reported. The reported guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The decision was made to remove the ivus; however, it became caught in the proximal rca stent. When force was used to remove the ivus catheter, the tip of the ivus catheter and the tip of the bmw wire broke in the vessel. The guide wire tip and the ivus catheter tip were successfully retrieved with a snare device. The procedure had to be stopped due to the radiation time (over 200 min.). No additional information was provided. Stent: 2.5 x 18 mm integrity, 2.5x12 promus. Other: ivus atlantis sr pro. The 2.5 x 12 mm promus is being filed under a separate medwatch MFR number. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the proximal and mid to distal right coronary artery (rca) with moderate calcification. After stenting the proximal rca with a 2.5 x 12mm promus stent, a 2.0 x 8 mm non-abbott balloon was used to pre-dilate the mid to distal lesion. A 2.5 x 12 mm promus was advanced to the lesion; however, it was decided that the stent was too short; therefore the promus stent delivery system (sds) was removed from the patient. An attempt was made to cross with a 2.5 x 15 mm promus, but it would not cross the proximal stent. A 2.5x 18 mm non-abbott stent was attempted to be delivered, but this was not crossing the proximal stent either. Another attempt was going to be made with the 2.5 x 12 mm promus stent, but when examined, it was noted that the stent was no longer on the sds and had embolized in the proximal rca stent, which is why the 2.5 x 15 mm promus nor the 2.5 x 18 non-abbott stent would cross. A 2.5 x 15 mm dilatation balloon was used to expand the embolized stent implant in the proximal rca stent. The 2.5 x 18 mm non-abbott stent was selected again and was able to cross the proximal stent and treat the mid-distal lesion. The procedure was considered successful as both proximal and mid to distal lesion were treated. Intravascular ultrasound (ivus) was used to check the vessel after deployment of the stents. A balance middleweight guide wire was used to wire the vessel successfully, but when the ivus reached the proximal rca, it would not cross the proximal stent.